Event description:
Five discordant low results for anti-thyroglobulin (atg) were obtained on immulite 2000 with reagent lot 517 comparing two different systems. The discordant low results were not reported to the physicians and there are no known reports of adverse health consequences or patient interventions due to the discordant atg results.

Manufacturer narrative:
The cause of the event is unknown. The instrument is performing within specifications. No further evaluation of the device is required.